Event description:
It was reported that there is a fissure on the catheter which necessitated the removal and replacement of the device.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of huvi0886 showed no other similar product complaint(s) from this lot number.